Manufacturer narrative:
The manufacturer received the explanted device for review and investigation is ongoing. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed, but this will be done within the investigation process. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient received a durasul alpha insert neutral gg/32 on the left side on (B)(6) 2015 and was revised on (B)(6) 2015 due to prosthesis loosening. It was reported that there was no damage of the inlay, despite loosening.